Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. No cosmetic damage noted during physical inspection. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's daughter that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 149 mg/dl at the time of the call. The customer was given orange juice and glucose tablets to treat. The customer experienced symptoms such as fainting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer along with their doctor believe the pump was over delivering. The insulin pump will be returned for analysis.